Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The c-flex 570c iol was implanted on (B)(6) 2018. Target refraction was -0.06 and the patient's refractive outcome on (B)(6) 2018 was reported to be -1.50+0.75x065. On (B)(6) 2018, the healthcare facility notified rayner that the patient's post-operative refraction had worsened to -6 necessitating surgery to correct their visual outcome. The healthcare facility plans to treat the patient's high myopic outcome with laser surface ablation. The lens is not available for return to rayner. Rayner has become aware of reports of refractive errors following implantation of lenses from the c-flex 570c +19.0d iol batch 017100825. Rayner maintains extremely high levels of product quality; however, there is a possibility that lenses from the c-flex 570c +19.0d iol batch 017100825 are not of the labelled power. The investigation performed by rayner to date indicates that the lenses may be +24.0d. As a precautionary measure, rayner intraocular lenses limited initiated a voluntary recall of this batch (ref. Recall (B)(4)) the recall was initiated on 9th august 2018.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a c-flex 570c iol. The event description provided states that post-operatively the patient had a refractive error.